Event description:
Customer stated that pt's meter will not work and they need a new one. Customer stated that the meter would not turn on. A reveiw of the system was conducted over the phone. This review indicated that the meter would turn on but that segments were missing from the display. The contact was asked to return the meter for further evaluation and a replacement was provided. Contact was invited to call 24/7 with future questions/concerns.